Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. Two days after the onset, the patient was hospitalized for the event and was discharged from the hospital ten days later. On the same day as the onset date, the patient was treated with vancomycin injection (1gm, once every 5 days) and fortum injection (1gm, everyday) for peritonitis. At the time of this report, the patient has recovered from the event and antibiotic therapy was discontinued. Pd therapy was ongoing. No additional information is available.